Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that while sealing the ip ligament, the instrument jaws would no longer open and the knife blade would not retract. The device was cut from tissue. There was no pt injury.